Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08072. It was reported the patient's system no longer provides effective pain relief. As a result, surgical intervention may be undertaken at a future date to explant the entire system.

Event description:
Device 1 of 2.reference MFR report#1627487-2015-08072.follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.